Event description:
It was reported that after a da vinci-assisted pancreatoduodenectomy, the patient experienced post-operative bleeding requiring an additional surgical intervention. The patient later expired. The surgeon reported that the initial procedure was a planned robotic and open hybrid approach with the gastrojejunostomy anastomosis portion performed open. The procedure was successfully completed robotically; however, the patient developed bleeding at the anastomosis site on post-operative day 3. An additional unspecified surgical procedure was performed, during which the source of bleeding was confirmed to be at the gastro-jejunal anastomosis. It was reported that a total pancreatectomy was performed in an effort to control the bleeding. The patient expired a few days later. Attempts to obtain additional information regarding the postoperative course of the bleeding event, the surgical interventions performed, and details of the final post-procedure course were unsuccessful.

Manufacturer narrative:
Review of the system logs found that the system functioned normally and no relevant errors were observed during the procedure. Review of the system logs for the five subsequent procedures also showed the system functioned normally with no intraoperative events or issues found. There were no anomalous or unexpected events during any of the intraoperative procedures reviewed. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, medium-large clip applier, large needle driver, prograsp forceps, 2 maryland bipolar forceps, fenestrated bipolar forceps, vessel sealer extend. During this procedure, unrelated to the reported event, the fenestrated bipolar forceps became stuck on the gallbladder tissue requiring use of the instrument release kit (irk) which successfully opened the jaws to release tissue. A site history review found no complaints were made for the other instruments used during this procedure. A device history record (DHR) review performed for the device(s) involved with the reported event found no non-conformances were identified to be related to the complaint. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died following a delayed postoperative bleed that required additional surgery. The details and how the bleeding may have occurred as a result of the initial bleed were not provided. The events that led to the patient¿s death were not provided. Based on the available summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event.